Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2010, after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) for the same pt involving two separate products; associated mdrs #1225714-2013-03318, 1225714-2013-03319.